Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment in the touch position. There was no patient involvement. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18261.